Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has two model 3186 leads from the same lot. It was reported the pt's leads migrated and was confirmed through x-rays. The pt was experiencing undesired chest stimulation and missing stimulation in original location due to the migrated lead. Patient's entire scs system was explanted on (B)(6) 2014.